Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, damage was observed in the distal curved segment of the steerable guide catheter (sgc) under digital subtraction angiography (dsa) fluoroscopy. This damage prevented the ¿+/-¿ knob from functioning as expected. While advancing the clip delivery system (cds) from the left atrium to the left ventricle, the anterior leaflet became entangled with the gripper. Despite multiple attempts to disentangle them, the leaflet remained trapped, and the only option was to release the clip in its current position. Postoperatively, the mr was grade 3+.

Manufacturer narrative:
All available information was investigated, and the reported kinked sgc shaft was confirmed via device analysis. The reported difficulty curving and straightening the device was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported kinked sgc shaft and difficulty straightening/curving the device were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the procedure, damage was observed in the distal curved segment of the steerable guide catheter (sgc) under digital subtraction angiography (dsa) fluoroscopy. This damage prevented the ¿+/-¿ knob from functioning as expected. While advancing the clip delivery system (cds) from the left atrium to the left ventricle, the anterior leaflet became entangled with the gripper. Despite multiple attempts to disentangle them, the leaflet remained trapped, and the only option was to release the clip in its current position. Postoperatively, the mr was grade 3+.